Event description:
During the atrial fibrillation procedure, after inserting the catheter into the patient, difficulty was noted while gaining access into the right atrium. The catheter was removed from the patient and a bend/break was noted. The distal tip was fractured but was still attached to the catheter. The catheter was exchanged, and the procedure was completed with no adverse patient health consequences.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One decapolar, inquiry steerable diagnostic catheter was received for evaluation. The catheter shaft was found to be bent proximal to the distal tip. The catheter shaft was not fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the bend remains unknown.